Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was later reported by the patient that patient consulted a new physician who stated the device was "upside down" and the "wires kind of crossed itself." Follow-up with the physician's office confirmed the device had migrated as the original pocket site was larger than the replacement device. The physician's office also reported the leads (atrial lead and right ventricular (rv) lead) also migrated and twisted. Additionally, the patient has had pain at the pocket site. The device is functioning normally; the pocket will be revised. The device and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.